Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a cracked bottom case, cracked plunger case, and a missing battery door. There was a ¿primary audible alarm bgnd¿ alarm found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the inoperable speaker was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a primary audible alarm bgnd test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.